Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that the pressures setting was not able to be changed when the surgeon tried to change the setting on (B)(6) 2017. The revision surgery was performed. After that, evt was performed successfully and the patient became shunt free. The patient was a male but his age was unknown. A primary disease was unknown. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The valve was returned to codman for evaluation. The investigation of the returned valve did confirm the problem reported by the customer. The valve was visually inspected it was noted that the stator, the x-ray dot and the pivot were dislodged; therefore; the cam position/programming and pressure test could not be determined. The valve was hydrated and flushed. The valve passed the test, no occlusion was noted. No leaks were noted. The catheters were irrigated, no occlusions were noted. The valve was reflux and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification. Bumps mark were noted in the valve casing. This is probably due to the valve receiving a hard knock. Corrosion was noted on the stator and x-ray dot. The cam magnets were controlled and passed specification. The lot history record for product 82-3113, sn (B)(4) (lot # 1136664) was reviewed for completeness during the release process to inventory. No discrepancies were noted when the lot was released to stock. A previous investigation into stator dislodgement concluded that several factors may contribute to stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. This issue will continue to be monitored through monthly complaint trending and the post market surveillance process. At present, we consider this complaint to be closed.